Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she experienced a pain in her side, then went low. The current blood glucose reading is 260 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was 39 mg/dl. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.